Event description:
The user (a veterinarian) reported that several horses developed a reaction near the site where vitamin injection had been administered using an IV catheter. Follow-up communication confirmed the following additional information: in each case, an IV catheter had been placed into a horse to administer vitamins; the veterinarian reported that they noted that the animal developed a 'welt' at the insertion site within approximately 10 minutes of placing the IV catheter; a topical treatment was applied to the area with no other medical or surgical treatment; and the involved horses are reported to be 'okay.'

Manufacturer narrative:
(B)(4). Results - is based upon assessment of quality records & returned unused samples. Conclusions - is based upon assessment of quality records & returned unused samples. There is insufficient event specific information available to provide separate reports even though the reaction near the insertion site was reported to have occurred with several different horses. Unfortunately, the involved devices are not available for evaluation, which limits the failure investigation. In addition, the user is not certain which of 2 lot numbers from their inventory may have been used. Therefore, unused samples from both lots (110414j and 110903j) were returned for evaluation. Examination of the returned samples confirmed there were no abnormalities or malfunctions and testing confirmed that performance specifications were met. A review of the device history records confirmed that there were no abnormalities during manufacture for either potential lot number. A review of the complaint files confirmed that neither potential lot number has been reported previously. A review of the biocompatibility testing files for this product confirmed that the results met the defined acceptance criteria. Please note: even though the investigation found no indication of a direct relationship between the IV catheter device and the reported skin reaction, this report is being submitted as a precautionary measure. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).